Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a pipeline which failed to open at the distal end. It was noted that the pipeline and all accessory devices were prepared according to the instructions for use (IFU). Even with resheathing, the pipeline would not open. No other addition steps were taken to open the pipeline. It was resheathed and removed with the microcatheter. Another pipeline was used to complete the procedure. No patient information was provided and it was indicated that the event was not associated with a patient.